Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed observed a broken tube extension and a missing 0.290 x 0.160 piece at the proximal clevis interface. The clevis was dislodged from tube extension. The tube extension fractured next to one of the keys that mates with the proximal clevis. Engineering also observed the distal end of the main tube had various scratch marks with light material removal. Scratches were 0.180 - 0.205 in length and were not aligned with the tube axis. The tube extension had a couple of sections with the orange pad printing removed. Intact pad printing did not flake off when scraped with fingernail. Evidence not conclusive, but tube extension likely broke due to excessive side loading or other mishandling/misuse. Evidence not conclusive, but main tube damage may have been caused by mishandling/misuse. No other damage found. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that the monopolar curved scissors instrument allegedly broke (specifics were not provided) during a da vinci si surgical procedure. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.